Event description:
It was reported that the procedure was to treat a dissection moderately calcified, moderately tortuous left circumflex artery. The 2.8x16mm graftmaster covered stent failed to cross due to anatomy. Another 2.8x16mm graftmaster was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay reported. Per device analysis the outer member of the graftmaster was noted to have a tear 2.5mm distal to the mid lap. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that the procedure was to treat a dissection moderately calcified, moderately tortuous left circumflex artery. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation contributed to the reported event; however, no follow-up letter will be requested as the graftmaster device was used in an emergent situation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code - indication for use.